Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument was stuck on the tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The customer confirmed the instrument was not actually stuck on the tissue. The instrument was fine going into the patient and used but the jaws opened, and the one side of the jaw was broken. It did take them some time to figure out how to get the instrument out of the patient through a port and they did not have to open and no tissue was injured.

Manufacturer narrative:
Intuitive has received the force bipolar instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Manufacturer narrative:
The force bipolar instrument has been evaluated by the failure analysis (fa) team. Fa was not able to reproduce or confirm the reported complaint. The cauterization test was performed with no issue. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional, and no product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.